Event description:
The customer reported that the system would not power up even with an alternate plug. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The connection of the 62nd position plug was repaired. The system was tested adn found to be working as intended and put back into service.